Manufacturer narrative:
The device was received for evaluation. The homechoice device received returned instrument testing evaluation (rite) functional testing. The device was determined to meet functional performance specification requirements per rite testing. Internal and external inspection was performed, and no issues were noted. All connections appear correct and secure. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The event history log review showed the largest drain volume of the therapy performed on the event date was 3112ml during drain 4 of 4. Further review of the most recent therapies showed the programmed uf target was set below the recommended settings at 0ml. The log data of the five most recent therapies showed the patient¿s average uf was approximately 346 ml. Per the homechoice apd systems trainer¿s guide, the recommended starting point for the uf target setting is seventy percent (70%) of the expected uf. The homechoice and homechoice pro apd systems patient at-home guide gives instructions about the uf target and alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling ¿too full¿, dizzy and slight difficulty breathing after the last fill. The patient was connected to the homechoice device at the time of the events. The patient stated they felt that the device was not "draining enough at the end of treatment due to feeling too full throughout the day". No alarms throughout the night were reported. The patient reported that they did not feel any symptoms during ¿active treatment¿. Renal therapy services (rts) advised the patient to have the nurse review the last manual drain uf target option. The patient did a manual drain during the day and ¿sometimes according to the nurse¿s instructions¿. The patient reported they were ¿supposed to get a last fill of 2000ml of dextrose and the heater bag was still half full after treatment¿. The total volume was 1400ml, last fill bag was 3000ml and two 6000ml bags. The patients manual drain was on, with uf target of 0ml. The patient stated they felt less full when draining manually. There was no report of a medical intervention associated with this event. Rts advised the patient to have the nurse review the uf target as they may have relieved the feeling of over fullness after the last fill was completed. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. At the time of this report, the patient outcome was unknown. No additional information is available.